Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a farawave was selected for use. During device preparation it was noted that the flushing port broke off of the catheter. The catheter was replaced, and the procedure was completed without patient complications. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a farawave was selected for use. During device preparation it was noted that the flushing port broke off of the catheter. The catheter was replaced, and the procedure was completed without patient complications. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Upon device return and inspection, the strain relief was detached from the luer. The luer did not return back with the device. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. The flow test was not possible because the strain relief/luer are separated. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief.